Event description:
A facility reported a certas valve (ID 828814pl) was not working properly after insertion. It was defective and not performing to the normal standards therefore, it required removal and replacement.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
The certas valve (ID 828814pl) was returned for evaluation. Failure analysis - the valve was visually inspected; large needle holes in the needle chamber were noted. The valve passed the test for programming, occlusion and reflux. The valve was leak tested; failed leaked from the large holes in the needle chamber. The valve was then pressure tested; the valve failed the test due to the large needle holes in the needle chamber. Root cause analysis ¿ the root cause for the issue reported by the customer and the pressure issue noted during the investigation is due to the large needle holes noted in the needle chamber. As noted in the instruction for use (IFU) ¿if hypodermic injection is required, inject with a 25-gauge or smaller non-coring huber type needle into the reservoir only. The reservoir can be punctured up to 25 times with a 25-gauge or smaller non-coring huber type needle."